Event description:
Reportable based on analysis completed on 29sep2014. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The totally occluded stenosed, 32x2.75mm target lesion containing a lesion bend of >=90 degrees was located in a severely tortuous and a severely calcified left anterior descending artery (lad). A 3.00x24mm promus element ¿ drug-eluting stent was advanced to treat the lesion but failed to cross to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The stent delivery system was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken in two locations in the region of a severe kinks. The hypotube broke 172mm & 184mm distal from the strain relief. The hypotube may have broke at these locations due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. Visual examination of the bumper tip found no damage or issues with its profile. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the stent found no issues with its profile. A visual and tactile examination of the outer and midshaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).